Event description:
It was reported that patient hadn¿t felt any stimulation on/off since about (B)(6) 2014, and about a week and a half ago stimulation quit. The implantable neurostimulator (ins) wasn¿t working. It was noted the patient last charged a week ago but it seemed like the ins might be drained. The patient programmer (pp) was showing an icon with a telephone on it for about a week or so ago and had also seen the doctor¿s face seen (B)(6) 2014 on and off, but for the last week to week and a half the pp wouldn¿t communicate. New pp batteries had been tried. When the patient using the pp while on the call he saw an empty ins battery and the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3998, lot# v000263, implanted: (B)(6) 2005, product type: lead. (B)(4).